Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018. Manufacturing site evaluation: we received one unopened sterile package and one sterile package without the cartridge which arrived in a contaminated condition; decontamination was performed internally per processes. Batch history review: the device quality and manufacturing history records have been checked for the lot number and found to be according to the specifications valid at the time of production. No similar incidents have been reported with this batch. Conclusion and root cause: it is hardly possible to determine an exact conclusion and root cause without the used cartridge. It appears that the malfunction is not product related. There is the possibility that the root cause of the problem is likely usage related. Rationale: according to the quality standard a material defect and production error can be excluded. Without the used cartridge we cannot determine the exact cause. There is the possibility of mishandling. The breakage could also have been caused by improper contact with other instruments. There is the possibility for assembly error and this will result in pre-damage. The breakage could have been affected by the pre-damaged. There is also the possibility of assembling too quickly; if the application was too fast this may result in deformation of the slider sheet and jamming of the clips.

Event description:
It was reported that there was an issue with the challenger clips. During an unspecified procedure, the cartridge became jammed within the applier handle. Approximately 10 clips had already been applied when this occurred for an unknown reason. When the device was removed, it was noted that the cartridge "dismantled" in the scrub nurse's hand. A different product was opened and used instead to complete the procedure. There was no patient harm or intervention required. Additional information was not provided.